Manufacturer narrative:
Additional information has been requested and if received, wil be provided on a supplemental report.

Event description:
During surgery, the surgeon turned the t-handle to push out the hook pin. However, the hook pin bent diagonally and was pushed out of the tip of outer pin. Therefore, the surgeon removed the outer pin. The surgeon confirmed removed outer pin. Afterwards, when pin is assembled in introducer, it was confirmed that the direction of hook pin turned diagonally. Afterwards, the surgery was completed with a new pin.